Manufacturer narrative:
Investigation results: the complaint of the needle-free connector filling with blood was confirmed from the photograph that was provided for investigation. The photo showed a blue luer adapter from a 22g nexiva device connected to a maxzero connector. The extension tube of the nexiva device, the maxzero connector and the extension set were full of what was consistent with blood residue. The same liquid appeared to be present in the threaded region of the maxzero connector and the blue luer adapter. As the photograph supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked. The following information was provided by the initial reporter: product concern ticket number: (B)(4). Date of incident: (B)(6) 2024. Concern description: two concerns: 1. Max zero needle-free connector fills with fluid (after priming) and then leaks out. Sometimes this fluid contains blood from the IV hub and then leaks on patient/staff 2. Also concerns that when injecting medications, the max zero leaks.